Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infection at infusion set insertion site event on (B)(6) 2025. The patient went to the emergency department on (B)(6) 2025 and was subsequently hospitalized for two days. The blood glucose was 400 mg/dl with positive ketones and was treated by intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2025. The patient resolved issue by replacing infusion set and resumed insulin deliveries successfully. No further information available.